Manufacturer narrative:
The device has not been received by verathon; however, the device return is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
While trying to intubate a patient with a glidescope go monitor, a customer reported the screen turned green and black when inserting the connected blade inside the patient's mouth. It was further reported by the customer, that the blades easily disconnected from the monitor; therefore, the unsecure connections resulted in the screen turning green and black. No delay in procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
B4, d4, d8, d9, g3, g6, h2, h3, h6, h11. The customer's glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned device but was unable to confirm the reported issue. When connected to verathon's test equipment, the system produced a normal image. The tsr tried wiggling the connection, detaching and reattaching the test devices, manipulating the monitor arm up and down, and power-cycling the monitor with test devices attached. No imaging issues were observed using test devices. The customer's monitor passed verathon's device functionality testing and confirmed to be within specification. The laryngoscope used with the monitor during the reported event was not made available to verathon for evaluation as it had been thrown away at the facility. Upon completion of verathon's device evaluation, the monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.